Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/15/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Through the visual/microscopic examination the product revealed no abnormalities or damage. A leakage test was performed and no leakage was observed from any locations. The reported defect could not be confirmed as bd was unable to replicate your reported defect. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns experienced leakage. The following information was provided by the initial reporter: a vasopressor (catecholamine), which was connected using a syringe pump, was being administered through a cv route for planned duration of 10 days (2-3ml/h). On the 10th day, the nurse discovered that the area under the connection was wet, showing that the fluid was leaking from q-syte. Vital signs being monitored for the patient, there was no change in the his/her conditions (no health hazard).

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns experienced leakage. The following information was provided by the initial reporter: a vasopressor (catecholamine), which was connected using a syringe pump, was being administered through a cv route for planned duration of 10 days (2-3ml/h). On the 10th day, the nurse discovered that the area under the connection was wet, showing that the fluid was leaking from q-syte. Vital signs being monitored for the patient, there was no change in the his/her conditions (no health hazard).